Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of baclofen with a concentration of 180 mcg/ml at a dose of 59.19 mcg/day and an unknown brand of morphine with a concentration of 6.0 mg/ml at a dose of 1.8397 mg/day. It was reported the patient was going to have a magnetic resonance imaging (MRI) procedure that was related to the device or therapy. The MRI scan was prescribed to evaluate the lumbar spine for a suspected granuloma at the catheter tip. The head was only eligible for MRI because the patient had a stimulation device. The manufacturer representative had no further information available.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient had magnetic resonance imaging and the results were unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.